Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was glitching while dispensing. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was glitching while dispensing. The customer reported that the malfunction occurred while dispensing the medication. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device manufacture date, imdrf annex a grid, imdrf annex g grid, imdrf annex c grid, imdrf annex d grid, section e other occupation and section d unique identifier (UDI). A supplemental MDR was submitted to reflect the correct other occupation, device manufacture date, imdrf annex a grid, imdrf annex g grid, imdrf annex c grid, imdrf annex d grid, unique identifier.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med station glitching, turns off when nurse try to remove medications. A field service engineer reset and reconnected all power supply connections. Rebooted the system and performed functionality testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was glitching while dispensing. The customer reported that the malfunction occurred while dispensing the medication. There were no delay and adverse events or injuries reported based on this event.